Event description:
It was reported that leakage of air from the product was observed during the use of it. No patient injury was reported.

Manufacturer narrative:
Other, other text: h10: investigation conclusion: one used decontaminated sample was returned for investigation without its original packaging. Under visual inspection it was noticed that inflation line was detached from pilot balloon. Returned device had laser printed lot number on its flange. With this information we were able to track down tracheostomy tube assembly work order and affected inflation line lot number. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.